Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose was 61 mg/dl at time of incident. Customer was treated with glucose and carb intake. Customer declined troubleshooting for low blood glucose. Device is expected to be returned for analysis.